Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 in order to treat stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, severe painful intercourse, urinary incontinence, urinary retention, urinary leakage, urinary and vaginal infections, mesh erosion, and physical pain and discomfort. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to vaginal complications. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00602. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.